Event description:
Case and had an issue with both anchors not disengaging from the inserter. The rep said they inserted the first anchor with the flexband loaded in the distal eyelet into the talus until it was flush with the cortical surface. Upon pulling the inserter back, it was hard to disengage the shaft of the inserter. The distal eyelet stayed in the bone and the main part of the anchor remained on the inserter. The same thing happened on the fibula side with the other anchor. The rep said they were able to salvage both anchors and re-use them. The case ended successfully.

Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided¿ this investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachment. The conclusion of the investigation states: the sticking anchors are under investigation by the engineering department and a future design change to the interface is pending. Manufacturing has been made aware of the issue and has implemented additional inspection procedures and processes to identify the problem before leaving the manufacturing facility. The failure is immediately detectable and able to be corrected in the operating room. Without an extensive delay of surgery or patient harm.